Event description:
Event description cpi received information that this bipolar lead was removed from service. The physician suspected the lead perforated the patient's heart. The patient did not seen to be symptomatic but the threshold measurements increased. The lead was removed and replaced.